Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined.

Event description:
The patient had previous thoracolumbar fusion and staged bilateral si joint arthrodesis. The patient presented to a new surgeon with complaints of no pain relief and wanted the si joint implants removed. The surgeon did not think the si joint implants were loose or were not optimally placed. In (B)(6) 2017, the surgeon performed a revision surgery where he removed the si joint implants and filled the explant voids with bone graft and replaced the spinal hardware. The si joint implants were solidly fixed in bone and it took considerable effort to remove them. The status of the patient following the revision procedure is not yet known.